Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro pta (8mm4cm 80) was deliver to the lesion and inflated. However, it ruptured at 6-atmosphere pressure (atm). There was no reported patient injury. Therefore, it was replace with a same size non-cordis balloon catheter and procedure was completed. The device will be return for analysis.

Manufacturer narrative:
Additional information received indicated that: the device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device prepped normally (i.e. Maintained negative pressure). No anomalies were noted during or after the device was prepped. A non-cordis inflation device was used and the same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. No kink/bent was noted after device was removed from patient. No unusual force was used at any time during the procedure. The product was removed intact (in one piece) from the patient. Patient films are not available. Additional information was requested but was not available. No additional information is available. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, an 8x40mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter was deliver to the lesion and inflated. However, it ruptured at six (6) atmosphere pressures (atm). Therefore, it was replace with a same size non-cordis balloon catheter and procedure was completed. There was no reported patient injury. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU and it prepped normally (i.e. Maintained negative pressure). No anomalies were noted during or after the device was prepped. A non-cordis inflation device was used and the same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. No kink/bent was noted after device was removed from patient. No unusual force was used at any time during the procedure. The product was removed intact (in one piece) from the patient. Films are not available. No further additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17693068 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.